Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) by the instruction of their home health nurse for hypoxia. The patient's oxygen saturation was in the 70s. They received 80 milligrams of lasix and were transferred to another hospital on 6 liters nasal cannula. The patient presented with shortness of breath and continued hypoxia, along with jugular vein distension, orthopnea, and lower extremity edema. N-terminal pro-b-type natriuretic peptide was 6710 picograms per milliliter (pg/ml), while it had been 3448 pg/ml prior. Creatinine was 2.43 milligrams per deciliter (mg/dl) slightly elevated from their baseline of 2.1mg/dl, and international normalized ratio (inr) was 1.9. The patient's chest x-ray showed vascular congestion. They later passed away due to right ventricular heart failure and failure to thrive. Additional information from the site stated the right ventricular heart failure did not exist prior to left ventricular assist device (lvad) implant. The death was not considered to be device related. The device operated as expected and would not be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The hm3 lvas instructions for use lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.